Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report:20jan2021.

Event description:
A primary check vent primary alarm failure was reported. There was no patient involvement. The field service engineer (fse) confirmed the primary alarm failed. The fse replaced the speaker and the motor controller board, and the issue was resolved.